Event description:
It was observed that during the device evaluation, the colonovideoscope had white foreign materials in the air water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunctions identified during investigation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.